Event description:
A customer contacted beckman coulter inc (bci) in regards to obtaining four falsely low phosphorus (phos) results generated by the unicel dxc 800 synchron chemistry analyzer. The erroneous results were reported outside the laboratory, but were amended by subsequent results. The customer is not aware of any effect to patient health.

Manufacturer narrative:
Customer reported calibration and qc failures. A field service engineer (fse) was dispatched and replaced the stirrer motor and reagent pump, which resolved the issue.